Event description:
Acct. Reports noting "material breakdown". States on 9/10 samples they have noted cracks at the base of the stopcock. States it occurs in non-lipid base solutions. No pt injury reported.